Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed motor not running. Functional testing confirmed the reported issue. The issue was due to a faulty motor and clutch components. The motor and clutch were replaced. It was also found that the speaker was not working, so the speaker was replaced.

Event description:
It was reported that the pump's motor was not working. There was no patient involvement.